Event description:
Event description guidant received information that the implantable leads had dislodged and become coiled within the implant pocket. It was further reported that the patient has twiddler's syndrome. The implantable cardioverter defibrillator (ICD) and lead system were removed.